Event description:
A patient called to report that his stryker knee is cracked. He had the procedure done about 6 years ago at (B)(6) hospital. The event happened within the past two weeks. He saw his doctor recently and the doctor took an x-ray and determined that it was cracked.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.